Manufacturer narrative:
Pump received with intermittent button response due to moisture damaged keypad traces. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump's up arrow button was not responding properly. The customer stated that the button had to be pressed hard to respond. Blood glucose level on the day of the incident was 141 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.